Event description:
A medline pack was opened in a case yesterday and was found to have hair in it. The case was broken down and reopened. Surgical case delayed, breakdown of table and reset required once hair found caused evidence of sterile process being broken.